Event description:
It was reported that the patient received multiple inappropriate high voltage therapies for sinus tachycardia with a long p to r interval. Device reprogramming was performed and the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.